Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es keyboard was not working. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with additional information: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard was not working. As checked in rss, the station was offline. A field service engineer postponed the work order.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es keyboard was not working . The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.